Event description:
The symptom information provided indicates that the device failed the user initiated operational check (opcheck). There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.